Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms and the insulin appeared to be gelled after 3-4 days of use. The customer's blood glucose (bg) was 145 mg/dl and an inhalable insulin was used to address the bg level. The customer believed that the most recent occlusion was caused by the cartridge and had planned on changing it out. The customer reported that novolog insulin was usually used in the cartridges for 4-7 days.